Manufacturer narrative:
The valve was discarded, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve into a stenotic conduit, the distal aspect of the conduit was stented. The valve was implanted, however a complete right pulmonary artery obstruction was reported. Per the physician, the initial stent must have covered the origin of the right pulmonary artery, but was not recognized. The implant of the valve resulted in a complete obstruction. The right pulmonary artery obstruction was unable to be treated, therefore the valve was surgically explanted and replaced with a surgical pulmonary valve. No additional adverse patient effects were reported.